Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it has been discarded. The investigation is in process. Once the investigation is completed, a follow up MDR will be submitted. Concomitant products: item # 00633405028 trilogy longevity constrained liner, lot # 63157006. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-00592.

Event description:
It was reported that a patient underwent an initial left hip procedure. Subsequently the patient was revised less than two years later due to dislocation. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.